Manufacturer narrative:
(B)(4). D10 medical devices: maxim ilok ana pri femoral 70 lt catalog#: 140033 lot#: 900010. Biomet ilok pri tib tray 79mm catalog#: 141215 lot#: 917420. Biomet finned pri stem 40mm catalog#: 141314 lot#: 775900. Bmet arcom ap pat w/wire 37mm catalog#: 11-150830 lot#: 753510. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately eighteen (18) years post-implantation due to tibial insert wear and black synovial tissue. The tibial insert was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, h3, h6, h10, and h11. Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified an articular surface that is worn. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision approximately eighteen (18) years post-implantation due to tibial insert wear and black synovial tissue. The tibial insert was removed and replaced.